Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to low blood glucose of 49mg/dl on (B)(6) 2018. Customer¿s blood glucose was 57mg/dl at time of incident and current blood glucose was 118mg/dl. Customer was treated with food. Customer was wearing insulin pump at time of hospitalization. Customers stated that drive support cap appears normal. Customer stated that they saw blood glucose of 37mg/dl. Insulin pump will not be return for analysis.

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. The event date information provided with initial report was incorrect. The correct information has been provided in this report.

Event description:
It was reported that the customer was not hospitalized but had emergency medical service dispatched and that the set was part of the recall.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018. The customer's weight information has been changed to (B)(6).